Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs has been unable to get in contact with the patient and will be sending a letter to obtain more clinical information. The patient called alleging an error 2 reading on the meter. The patient was unable to walk, talk or sit up. She went to the hospital and was treated with glucose. No information on what the reading was on the hospital meter. The patient did not test her blood glucose at the time of the event. The technique of applying blood on the test strip was done properly. The test strips were in good condition and not expired. Ccr had the patient clean the meter and retest and issue persisted. Customer service was unable to resolve the issue and sent the patient a new meter. This case is being reported as a malfunction, since the error 2 message was not resolved.